Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted with fevers, chills, malaise and lethargy on (B)(6) 2019. Blood cultures were drawn and the patient was placed immediately on IV antibiotics. Procalcitonin and white blood cell (wbc) count were elevated. Infectious disease consult was ordered. The blood cultures were positive for streptococcus bovis. The transesophageal echo (tee) revealed a 4.5 cm non-mobile mass on the outflow side of the aortic valve. There was a gastrointestinal (gi) consult for the possible source of the streptococcus bovis. An upper and lower gi endoscopy was completed without finding a source. The patient's status appeared to improve and the intended plan of action was for surgery to remove the mass and replace the valve or to replace the pump components as well. The night before the patient had an ICD shock for ventricular fibrillation/tachycardia. The patient was immediately decompensated and transferred to the ICU. Multiple inotropes and pressors were initiated. The patient was intubated and severe septic shock and multi-system organ failure was diagnosed. The patient was not strong enough for the planned surgery so a decision was made to withdraw support. The patient expired on (B)(6) 2019 and the device was explanted. No further information was provided.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: evaluation of the heartmate ii lvas confirmed thrombus formations that appeared consistent with poor surface washing due to a low flow condition; however, a specific cause for a period of low flow could not conclusively be determined through this evaluation. A direct correlation between the observed depositions and reported events (infection, cardiac arrhythmia, sepsis, and multisystem organ failure) could not be conclusively established through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was severed at the flex section and returned attached to the pump¿s inlet port. The inlet tube and proximal side of the flex section were not returned. The outflow graft and outflow graft bend relief were severed approximately 0.5¿ from their hardware and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Upon disassembly of the pump, examination of the blood-contacting surfaces revealed smooth, tissue-like thrombus formations extending through the inlet elbow and inlet stator, extending through the outflow graft attachment and outlet stator, and loosely seated on the body of the rotor. Tissue-like thrombus formations were also observed on the textured blood-contacting surface of the outflow elbow. These depositions lacked evidence of denaturation or lamination. A duration of time for which the depositions were present within the pump could not be conclusively determined. The depositions appeared consistent with poor surface washing due to a low flow condition; however, a specific cause for a period of low flow could not conclusively be determined through this evaluation. The observed depositions were sent to an outside lab for histopathology analysis. This analysis found that the depositions were all fibrin clots with a dense host cellularity comprised of poorly preserved cellular morphology, interpreted as macrophages. The lack of bacterial organisms within the clots does not preclude a strep. Bovis infection in this patient. A direct correlation between the observed depositions and reported events (infection, cardiac arrhythmia, sepsis, and multisystem organ failure) could not be conclusively established through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU section 1 lists local infection, cardiac arrhythmia, sepsis, device thrombosis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section outlines indications of pump thrombosis as well as how to respond to such events. The heartmate ii lvas patient handbook includes care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.